Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage. It was further reported that the right ventricular (rv) lead helix mechanism was unable to retracted during a system upgrade procedure. The ra lead was repaired and remains in use. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.